Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The event reported in the field was not confirmed in the laboratory. Only the proximal portion of the lead was returned. Two abrasions were noted, between 12.5cm and 13.1cm from the connector pin and between 17.6cm and 19cm from the connector pin. The abrasions were consistent with that produced by friction to the ICD can. The cables were exposed, but the blue insulations were intact. As such, they could not have caused the reported anomaly.

Event description:
It was reported that during device change out, an insulation break at the proximal part of the lead was noted. An x-ray of the distal part of the lead showed that the condutor cables were out of the lead body between the rv and svc coils. The lead was removed.